Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the insulin pump received prime rewind anomaly. The blood glucose value was 179 mg/dl. Customer stated that they were unable to exit the preparing to prime loop. Customer stated that they did not receive 2nd series of beeps nor did numbers appear on the screen. The product will return for the analysis.

Manufacturer narrative:
The device passed rewind test, basic occlusion, occlusion, prime or compromised force sensor system, excessive no delivery test and displacement test. No unexpected prime or fill anomaly noted during testing.